Event description:
Healthcare professional reported left side "deflation". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified; crack opening, flat creases, delamination of valve, white particles in shell. The leak test and microscopic analysis was performed which identified: a curved cracked opening in valve, partial delamination of diapherm flange disk (40%). Based on the device analysis the final assessment is a crack opening on valve assessed as cracked valve seat diaphragm valve and delamination of diapherm flange disk assessed as adhesive failure further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.